Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic), noise, was not sensing and there was a lead warning for low impedance. It was also noted that the implantable pulse generator (ipg) had reached premature battery depletion. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. The cause of the reported failure was attributed to a copper trace anomaly between exposed traces in the substrate of the scsp (stacked chip scale package) component. If information is provided in the future, a supplemental report will be issued.